Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.  (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). Rotablation was performed and predilation was done five times using an unspecified size quantum balloon catheter. Then a 38mm x 3.50mm promus premier¿ stent was advanced but was unable to cross the lesion. Parallel technique was used but the device still failed to cross the lesion. The device was removed and it was found out that the stent strut was lifted. The procedure was completed using a 2.5x32mm promus premier stent. No patient complications were reported and the patient¿s status was good.